Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated: it was noted all devices were successfully explanted.

Manufacturer narrative:
This report is for an unknown foot plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the patient underwent removal of an unknown plate with revision of arthrodesis due to nonunion of arthrodesis requiring bone stimulator therapy. Originally, the patient underwent a primary medial column arthrodesis of talonavicular joint (tnj), naviculocuneiform joint (ncj), and first tarsometatarsal joint (tmtj) on (B)(6) 2016, with depuy synthes medial column fusion plate. There were no reported intraoperative complications. The procedure outcome and patient status are unknown. This report is for an unknown foot plate. This is report 1 of 2 for (B)(4).